Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of almost 400mg/dl. Customer stated that blood glucose was 247mg/dl, 185mg/dl and sensor glucose was 165mg/dl, 125mg/dl respectively. Customer stated that sensor glucose and blood glucose difference was not within acceptable range. Customer was treated with insulin pump. Customer passed displacement test. Insulin pump will not be return for analysis.